Manufacturer narrative:
Alleged test strip lot numbers are noted.

Event description:
Customer reportedly tested blood glucose levels using the same aviva meter and strips from several different bottles; testing at least 3 strips from every bottle with different results ranging from 80 mg/dl to over 190 mg/dl. Five lots were provided from the customer as having been tested on; it is unknown what readings were taken on which lot. Test strips utilized included lot numbers 497368, 497264, 497127, 497201, and one unknown lot. No adverse event was reported. No product was requested to be returned at this time.

Manufacturer narrative:
Lots 497368, 497264, and 497201 were returned by the customer and were tested by the manufacturer. All tests were acceptable and no defects were observed.